Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. The device is expected to be returned, but has not yet been received. Approximate age of device - 5 years, 7 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient expired. The patient was found down at home. The family member confirmed hearing only a loud solid beep coming from the device when arriving and the lvad system was connected to batteries. The batteries were fully charged; however, the family member was not sure if the batteries were connected to the system controller properly. They also were not sure if the lvad was operating. The driveline was connected. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The evaluation of the lvad pump confirmed percutaneous lead (driveline) wire damage. The pump was returned assembled with the driveline intact, measuring approximately 38¿ in length. The sealed inflow conduit, the sealed outflow graft, and the sealed outflow graft bend relief were returned attached to their respective pump ports. Upon disassembly of the returned pump, examination of pump blood-contacting surfaces revealed no deposition or thrombus formations. Examination of the pump bearings, rotor, and blood contacting surfaces under a microscope, revealed no abnormalities. The driveline was tested for electrical continuity and did not reveal any discontinuities or shorts. Upon removal of the silicone jacket, metal braided shield breakdown was noted approximately 12¿ from the pump housing. Braided shield disruption was also noted approximately 3¿ from the metal connector. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the driveline revealed breaches to the insulation of the brown, red, orange, and yellow wires approximately 10.5¿ from the pump housing. Breakdown of the red wire inner conductors was also noted. In addition, the yellow and orange wires adjacent to the red wire breach site were kinked but the insulation was intact. The remainder of the driveline was submerged in a saline solution for hi-pot testing to verify the integrity of each wire's insulation, and this test did not reveal any additional areas of current leakage. The observed wire damage appeared to be the result of mechanical damage and fatigue failure due to cyclic flexing. The instructions for use explains that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.